Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handle broke off. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure. Although requested, no information was available regarding when the reported event was observed.

Event description:
It was reported that the handle broke off. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure. Although requested, no information was available regarding when the reported event was observed.